Event description:
Six weeks post-operatively, a re-operation (bankart) was performed for indications of glenohumeral crepitation. During the re-operation, the dr noted that the bankart lesion had completely healed, but three anchors were prominent to the bone surface. The dr claims the anchors caused irritation of the anterior humeral head. He removed a small amount of soft tissue around the anchor sites and shaved the anchors down to a level of 3mm below the bone surface. The plastic material was irrigated from the joint, and the pt's condition was reported as satisfactory.